Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. The manufacturer is attempting to acquire add'l info. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. It was reported by the manufacturer's clinical consultant that the pt was admitted to the local emergency room with altered mental status and acute renal failure. Info obtained by the nurse stated that they had info from a home health nurse, but they were unaware of where the pt had been implanted. The pt did not have any other equipment, (batteries, system controllers, etc.). The low cell battery alarm was engaged and the battery fuel gauge illuminated with 3 green lights when checked. Info about basic device function, batteries and alarms were discussed. Further info in the chart indicated where the pt had been implanted. A f/u call was mde to the site by the clinical consultant and info was provided indicating that approximately 6 hours later they facilitated a transfer of the pt to the implanting ctr. However, before the pt was transferred, the battery fuel gauge did not have any green lights illuminated when checked, and the yellow battery alarm was illuminated. The clinical consultant explained the batteries were running low. The site was concerned about the pt coding. The pt had been listed as a "full code." The clinical explained general emergency procedures and concerns of chest compressions. It was confirmed again that the pt did not have any extra equipment (batteries, system controller, etc.). The site was requested to call the implanting ctr urgently and ask how they would like the pt managed from a medical/resuscitation standpoint.